Event description:
Pt #2 of 2. This physician reported to a sanofi sales rep two hyalgan cases of cellulitis at the lower part of the legs distal to the site of injection. 25 may 2000: the reporting physician was contacted. Pt details, dates of therapy and other info were not available to the physician at the time of call. Both pt were hospitalized for the condition, but the physician was not sure if the cellulitis was related to hyalgan injections. Requested that a medmatch form be sent to them so they can provide more info. Follow-up fax from the physician received 31 may 2000: the pt received hyalgan injections for 3 weeks. In april 2000 they experienced cellulitis, which began at the foot and extended to mid-calf. Pt was hospitalized, and ae is ongoing. Corrective treatment: not reported.